Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 18-mar-2024. H.6. Investigation summary: bd received 1 sample and 1 photo from the customer for investigation. Evaluation of the sample and photo both indicated hair in the tube. In addition, visual examination of 100 retain samples from bd inventory was performed and did not identify any further instances of foreign matter (fm). This complaint was confirmed for fm-hair. Bd was unable to identify a root cause for indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to use of the bd vacutainer® z (no additive) plus urine tube, a hair was observed inside of one tube. There was no health impact or consequences reported.

Event description:
It was reported that prior to use of the bd vacutainer® z (no additive) plus urine tube, a hair was observed inside of one tube. There was no health impact or consequences reported.

Manufacturer narrative:
(B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.